Event description:
It has been reported to co that upon conclusion of a lad stent procedure, as the physician attempted to remove the wire, the distal tip of the wire broke off within the pt. The tip was not retrieved and remains in the pt who is reported to be in stable condition. The device is being returned for co analysis.